Event description:
Complainant alleged that during functional testing during pt set-up, the paddles did not allow the defibrillator to discharge. Complainant indicated that the clinician was able to obtain another set of internal paddles during pt set-up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.